Event description:
The tip of the drill bit had broken off into the patient's scalp while drilling a burr hole.

Manufacturer narrative:
The drill bit tip sheared off into the scalp requiring a scalpel for removal which may potentially lead to damage of healthy tissue. When the broken piece of drill bit was removed, there was muscle and tissue wrapped around the broken piece. Although the patient was not injured from this incident out of due diligence a MDR will be reported.

Event description:
The tip of the drill bit had broken off into the patient's scalp while drilling a burr hole.

Manufacturer narrative:
The drill bit tip sheared off into the scalp requiring a scalpel for removal which may potentially lead to damage of healthy tissue. When the broken piece of drill bit was removed, there was muscle and tissue wrapped around the broken piece. Although the patient was not injured from this incident out of due diligence a MDR will be reported. Updated 04/10/2025: the trajectory that was being drilled was skivey. There was 8mm of bone and was going through a lot of temporalis muscle. It was confirmed that the skull had not been completely drilled through so there was no way that any portion of the drill bit went into the patients brain. When the broken piece of drill bit was removed, there was muscle and tissue wrapped around the broken piece. Both the extreme trajectory and coupled with the drilling through the temporalis muscle contributed to the break. There are no corrective actions at this time. The complaint will be closed.